Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 400-560 mg/dl range, moderate ketones with headache and customer was sick to their stomach. Elevated bg was address by correction bolus via pump. Customer changed supplies to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.